Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a high blood glucose (bg) event reached 400 mg/dl and also reported short pump battery life on the same day. The event involved product(s) mmt-332a, mmt-1884, mmt-243a, mmt-7040a, mmt-7841zn. The customer has type 1 diabetes and was using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at the time of the event. The customer reported receiving a "replace battery now" alarm after a "low battery" alert, and was using a new aa lithium battery. The customer was advised that this is normal pump behavior and to monitor the pump for any further issues. The customer reported a loss of communication between the pump and transmitter and the connection was eventually restored. A serialized device (pump) replacement was approved, and the customer agreed to discontinue pump use, revert to their backup plan, and place the pump in storage mode after discontinuation. No product replacement or return is required for the sensor or transmitter. No further patient complications were reported. Mmt-332a, mmt-243a, mmt-7040a, mmt-7841zn were not expected to return. Mmt-1884 was expected to return.

Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump had high sleep current measurement. Battery cycle 8.0 received the lowbatteryalert (104) on (B)(6) 2026 13:17:00 faster than expected at 5.54 days. Battery cycle 6.0 received the lowbatteryalert (104) on (B)(6) 2026 21:16:00 faster than expected at 4.99 days. Battery cycle 5.0 received the lowbatteryalert (104) on (B)(6) 2026 17:46:00 faster than expected at 4.81 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Power problem-charge/battery lasts less than expected confirmed. Power problem-battery loss confirmed. The pump recognized the guardian link 3 transmitter; however, the pump was unable to properly paired with the guardian link 3 transmitter. The pump displayed device not found alert. No communication-between pump & xmtr confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, keypad overlay texture damage, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 04-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week from the event date 04-feb-2026 in the pump history file and found 2 sensorerroralert (801) on (B)(6) 2026, 1 lowbatteryalert (104) on (B)(6) 2026 13:17:00.000, 1 changebatteryfault (73) on (B)(6) 2026, 2 offnopower (11) on (B)(6) 2026, 1 battoutlimit (6) on (B)(6) 2026, 2 stuckkeyalarm (61) on (B)(6) 2026, 1 sensorerroralert (801) on (B)(6) 2026 and 1 sensorerroralert (801) on (B)(6) 2026. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2026 5:37:54 pm. There was no power data available for the date of (B)(6) 2026. Unable to check power data for low battery alert, replace battery alert/changebatteryfault (73), replace battery now alarm/offnopower (11), and power loss alarm/battoutlimit (6) alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump recognized the guardian link 3 transmitter; however, the pump was unable to properly paired with the guardian link 3 transmitter. The pump displayed device not found alert. Unable to test for sensor error alert due to no communication-between pump & xmtr. The pump responded properly to the button presses. No stuck key alarm, stuck button alarm or keypad unresponsive noted during testing. Pump was cut open to perform visual inspection and found corroded pcba1 and moisture damage on pcba2. No damage noted on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). Removed the keypad overlay to perform a visual inspection. No damage noted on the keypad traces or on the keypad dome switches. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump had high sleep current measurement. Unable to confirm alleged high bgs. No communication-between pump & xmtr confirmed due to corroded electronic assembly. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Power problem-charge/battery lasts less than expected confirmed (high sleep current measurement) due to corroded electronic assembly. Power problem-battery loss confirmed due to corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.